Event description:
The event occurred in the us. It was reported that the customer opened a new hls set box directly from manufacturer per standard procedure and discovered a hole in the cardboard barrier and a hole in the tyvekcover (sterile covering of the hls set). There was no damage noted to the outside shipping box, however there was a small mark on the inside of the box consistent with where the holes where (possibly suggesting an internal component which caused damage). No patient involvement. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the customer opened a new hls set box directly from manufacturer per standard procedure and discovered a hole in the cardboard barrier and a hole in the tyvekcover (sterile covering of the hls set). There was no damage noted to the outside shipping box, however there was a small mark on the inside of the box consistent with where the holes where (possibly suggesting an internal component which caused damage). No patient involvement. No harm to any person has been reported. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-04-19. Upon visual inspection a hole with a diameter of 13,0 mm in the tyvek cover could be confirmed. The sealing of the tyvek cover was still intact. After opening the hls set it was noted that the velco straps were loose. The velcrostraps were crossed over the dia-connector of the oxygenator module during packaging of the product which made it possible for them to slip from this location during transport. It was determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvek cover with the venous measuring cell, e.g. During transport or due to impacts from outside. The cause of the reported failure "damaged tyvekcover hls set" was determined to be loose velcrostraps causing enough freedom of movement of the hls module to made it possible to pierce through the tyvek cover of the hls intellipack during transport. The positioning of velco straps will be changed in an engineering change request (ecr). The velco strap position will be changed to prevent moving upwards. Based on the investigation results the reported failure "damaged tyvekcover hls set" could be confirmed. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000202030 were reviewed on 2022-04-25. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#300020230 passed the tests as per specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.